Manufacturer narrative:
E1 (B)(4).

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported by the patient that infusion set tape not sticking on (B)(6) 2024. No further information available.